Manufacturer narrative:
An event regarding a seating/locking issue involving a triathlon insert was reported. The event was confirmed. Method & results: -device evaluation and results: the insert was returned without the locking wire therefore it is not possible to confirm that the locking wire was loose and falling off. Visual inspection of the returned component did indicate that the types of damage observed on the insert are indicative of an attempt to assemble the insert with a baseplate component. -medical records received and evaluation: not performed as no medical records were provided. -device history review: indicated devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review of the reported lot confirms no other similar events reported. Conclusions: based on the visual inspection of the returned component, it appears that an attempt was made to assemble the insert with a baseplate component. No further investigation for this event is required at this time.

Event description:
It was reported that surgeon was finishing a right total knee and when the surgeon opened the tibial insert, he noticed that the metal piece/bar on the insert was loose and falling off. Surgeon had rep open a new insert and surgeon implanted the new insert accordingly.

Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that surgeon was finishing a right total knee and when the surgeon opened the tibial insert, he noticed that the metal piece/bar on the insert was loose and falling off. Surgeon had rep open a new insert and surgeon implanted the new insert accordingly.